Manufacturer narrative:
Concomtiant medical products: product ID: 37092, product type: accessory. Product ID: 3487a-33, lot# v101633, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v101633, implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The consumer reported that the programmer antenna had a frayed or damaged cord. The patient was not able to charge their implant. It was reported that the patient was meeting a manufacturer representative to possibly have the device jump started. No symptoms were reported. Relevant medical history includes lumbar radiculopathy. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.